Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been hospitalized for diabetic ketoacidosis and the blood glucose (bg) level was 655 mg/dl. The customer was treated with an intravenous drip. Tandem technical support had the contact perform a pump system check. The pump was found to be functioning as expected. The pump history was reviewed and an occlusion alarm, a missed meal bolus reminder and a high bg alert were found to have occurred prior to the hospitalization. Although requested, the hospitalization discharge date and additional event information were not provided.